Event description:
Revision surgery - the pt was noncompliant and fell; causing the glenoid component to become loose.

Manufacturer narrative:
The reason for this revision surgery was to remedy a loose glenoid after four months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the third complaint for this part number: one for trauma, and one dislocation. This is the first complaint for this lot number. The root cause for the loose glenoid was most likely due to the patient falling. There are no indications of a product or process issue affecting implant safety or effectiveness.